Manufacturer narrative:
The device passed testing. The e302 (backlight failure) alarm reported by the customer was noted in the device history, but was not be duplicated during testing. (B) (4)

Event description:
The customer contact reported a delay of critical therapy following an alarm condition. The patient was being transported via ambulance with a diagnosis of an aortic aneurysm and the patient was in shock. The device which was plugged in the ambulance's auxiliary power supply was programmed to deliver an unspecified concentration of levophed and the delivery was started. No specific programming parameters were provided. It was reported the patient was critical but hemodynamically speaking, the blood pressure remained low despite the vasopressor use. After an unspecified length of time in the ambulance, the device alarmed with e302 (backlight failure) which could not be cleared. The nurse calculated the delivery rate, removed the tubing set from the device, and resumed therapy via gravity. The duration of the delay in therapy was reported as 8-10 minutes. No further medical interventions were provided. There were no reported adverse patient effects. Although, there was potential for serious injury, the customer contact reported the transfer was otherwise uneventful and no abnormal changes in the patient's condition or vital signs were noted. Though requested, no additional information was provided.